Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer. The cycler is not available to be returned to the manufacturer for physical evaluation in association to these reported events.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer. The cycler is not available to be returned to the manufacturer for physical evaluation in association to these reported events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer. The cycler is not available to be returned to the manufacturer for physical evaluation in association to these reported events.